Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the tubing with 26 units of insulin and was not seeing drops of insulin exit the end of the tubing. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer disconnected and reconnected the luer lock and was able to observe insulin dripping from the end of the tubing.